Event description:
Additional reason for revision: pain and alval / soft tissue reaction.

Event description:
Asr revision; asr hip resurfacing system - left; reason(s) for revision: high level of chrome and cobalt + early erosion of the implant/metallosis.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revivision asr hip resurfacing system - left reason(s) for revision: high level of chrome and cobalt + early erosion of the implant/metallosis update received 29th october, 2013. Surgery date amended. Additional reasons for revision added. Additional reasons for revision: pain and alval / soft tissue reaction update - updated to mark as legal, filled out mw fields and attached (B)(6) email dated (B)(6)2014.